Manufacturer narrative:
Investigation results: a visual examination of the returned device noted that the device was received with the stent partially deployed by 34mm. A break was identified in the outer sheath 1mm proximal to the distal handle however the investigator was able to deploy the stent by manually retracting the outer sheath. It was also noted that the dark blue outer sheath was severely kinked at various positions along its length and the proximal end of the clear outer sheath was accordioned. The investigator was able advance and retract the outer sheath by hand however some resistance was noted due to the condition of the returned device. The investigator noted that centre of the stainless steel shaft was severely kinked and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. These type of damages are consistent with excessive force being applied to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician began to deploy the stent but then reconstrained the stent to reposition it. The physician attempted to deploy the stent again, but the proximal handle detached from the catheter and the stent was partially deployed by 2-3cm. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician began to deploy the stent but then reconstrained the stent to reposition it. The physician attempted to deploy the stent again, but the proximal handle detached from the catheter and the stent was partially deployed by 2-3cm. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.